Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the keypad was found to be intact; no lifting or damage was observed. During testing, the up arrow, down arrow and contrast keypad buttons were found to be intermittently unresponsive and required increased force to elicit a response; the ok keypad button was responded appropriately. There was evidence of contamination found under all key contacts. The audio bolus button was found to be torn, but the audio bolus was fully functional. Unrelated to the complaint, evaluation revealed that the display screen was discolored. A test screen was inserted and was found to function properly. Also unrelated to the keypad issue, evaluation revealed that the time and date had reset. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board was leaking. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the down arrow button must be pressed multiple times before the pump responds. The symbols are starting to wear on the up and okey button. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.